Event description:
Customer reported hypocalcemia that required an intravenous substitution of ionized ca < 1.0 mmol/l. Due to EU personal data protection laws, the patient information is not available from the customer. Terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.